Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Her blood glucose was 128 mg/dl at the time of the incident. She said that she tried taking the battery out and putting it back in and the display did not return. The customer was assisted with troubleshooting and the display did not return. She was advised that a new battery cap would be sent to her. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.